Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported activation failure was not confirmed. The reported difficult to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon expanding stent (bes) encountered resistance with a guiding catheter during advancement. Factors that may contribute to difficulty advancing the bes through the guide catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the bes, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or bes. Analysis of the bes confirmed that the crossing profile met specification. Based on the information provided and the results of the returned device analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, it was reported that the stent failed to activate once it reached the lesion. Functional analysis was performed on the bes, inflating it to rated burst pressure (rbp). The balloon was able to successfully inflate and expand the stent. It is possible that circumstances of the procedure, such as inflation technique, contributed to the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left renal artery with 85% stenosis. After the vessel was prepped, the 4.0x12mm herculink elite stent delivery system (sds) was advanced with resistance felt from an unspecified guiding catheter. An attempt was made to deploy the stent; however, it would only partially deploy. T he sds and stent were withdrawn, and a new 4.0x12mm herculink stent was implanted, with angiography confirming patency. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.